Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The facility has communicated that the device is not available for evaluation. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
When throwing a capio suture through the ligament the needle tip (bullet) was left in the ligament. They searched for the needle tip and actually found it. Another of the same suture was used and it worked fine. There was no patient injury.